Event description:
A facility reported that the mayfield modified skull clamp (a1059) swivel lock was loose. No information has been provided on patient involvement, injury, or surgical delay.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - investigation of the returned unit showed that the lock had rotational and lateral movement and a residue buildup was present. As a result, new components were added to replace worn internal parts and general maintenance and cleaning were performed. Root cause - there was movement present in the lock and it required replacement of worn components due to routine use and wear. This unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2009) . No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.